Event description:
Pt graphix guide wire catheter tip broke in pt during angioplasty case. Vessel was 100% occluded rca prior to beginning of case. Attempt made to open. Wire broke and case terminated. 3mm distal tip left in place after procedure finished. No significant change in artery.